Event description:
The device was implanted on (B)(6) 2012. One of the modules (c) became loose and moved into the canal. The pt complained about leg pain. On (B)(6) 2012, the surgeon intervened and took out the c module and left the remaining 4 modules in the pt.

Manufacturer narrative:
Dr. (B)(6) decided to take out only the c module and left the remaining 4 modules (abbb) in the disc space as the remaining modules would still provide sufficient foot print.